Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. Device 1: the insertion device was returned with the fractured anchor and suture material. The anchor is fractured at the suture window and the prongs at the distal tip of the device are deformed. Device 2: the insertion device was returned with the fractured anchor and suture material. The anchor is fractured at the suture window and the prongs at the distal tip of the device are deformed. All returned items have debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states an undated photo of the devices were provided for review and confirms the reported breakage. Per case details, the broken pieces were retrieved from the patient. No patient injuries or adverse consequences were reported; therefore no further clinical/medical assessment is warranted at this time. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy, two twinfix ultra anchors failed, the tip of each anchor fractured during implantation. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy, two twinfix ultra anchors failed, the tip of each anchor fractured during implantation. All the fractured pieces, from both anchors, were removed from the patient by using tweezers. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported. The status of the patient is good.

Manufacturer narrative:
H10: h2: additional information on b5 and h6 (health effect - impact code).